Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise and high pacing impedance. The rv and ra lead was explanted and replaced. The patient was in stable condition.